Event description:
Complainant alleged that during functional testing, the device displayed an "airway pressure sensing failure - 1052" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.